Event description:
Info received indicates during a preventive maintenance check the technician found the ground resistance was high due to a loose ground plug.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.